Manufacturer narrative:
D4, 8; h4: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a cholecystectomy, the clips were scissoring. Another device was used to complete the case. There was no consequences to the patient.